Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the quantum maverick balloon catheter. The device was microscopically and visually examined. There were numerous kinks in the hypotube. There was separation of the hypotube at 79.1cm from strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. There was contrast in the inflation lumen, balloon, and balloon folds. There was blood present in the guidewire lumen. The balloon was tightly folded. From the separation, the distal end of the device was connected to a toughy and prepped with an inflation device filled with water to inflate the device to the rated burst. The balloon was able to be inflated to rated burst pressure, as well as deflate with no issues.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.5mm x 8mm quantum maverick balloon catheter was advanced and was able to reach the lesion. However, during inflation, the balloon failed to inflate and it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the balloon was inflated twice and the balloon ruptured at 18 atmospheres for 5 seconds. The device was completely removed from the patient's body.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.5mm x 8mm quantum maverick balloon catheter was advanced and was able to reach the lesion. However, during inflation, the balloon failed to inflate and it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the balloon was inflated twice and the balloon ruptured at 18 atmospheres for 5 seconds. The device was completely removed from the patient's body.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.5mm x 8mm quantum maverick balloon catheter was advanced and was able to reach the lesion. However, during inflation, the balloon failed to inflate and it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.